Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with 325cc mentor memorygel breast implants on (B)(6) 2018. During an office visit on (B)(6) 2018, the patient's physician noticed breast asymmetry. Over a year later, on (B)(6) 2019, the physician diagnosed the patient with right-sided capsular contracture (baker grade IV). As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).